Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. The device is still in use. No patient complications have been reported as a result of this event.